Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5156011.

Event description:
Voluntary medwatch received states the lead was capped due to an unspecified malfunction. No adverse effects were noted.

Manufacturer narrative:
Correction: d4: serial number should not be populated.